Manufacturer narrative:
This medwatch report is an update to the previous report to report the results of the product evaluation in section h11, and update codes in h6 (b, c, and d). As received, the specimen consisted of one-1 each pkg-tavi gw sm EU 275-035; returned cut into three separate segments by the distributor during their attempt to separate the circulo device from the flexnav delivery system. The segments were coiled loose and placed together in a single-bagged within "zip-lock" style poly biohazard pouches. Examination of the customer supplied images before separation from the delivery system presented the wire entrapped within the flex nav delivery system. The portion of the circulo¿ guidewire that is visible presented kinks and bends of varying severity throughout the wire. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen was received in three separate segments. As received, the distal portion of the specimen wire presented a fracture of the core and coil wire, consistent with shear/cut damage, located at 48.4 cm from the distal aspect of the formed curve. Kink and bend damage of varying severity was observed along the coil and core wire segments throughout its length. The middle and proximal portions of the specimen wire also presented fractures of the core and coil wire consistent with shear/cut damage, along with kink and bend damage of varying severity on the coil and core wire segments throughout their lengths. Additionally, the proximal portion of the specimen wire presented stretched coil damage between 38 cm to 39.6 cm from the proximal limit of the shear/cut damage. The stretched coil damage and damaged at the fracture sites appears consistent with tensile overload and mechanical cutting, likely occurring during the distributors attempt to remove the wire from the flexnav delivery system. The bend and kink damage noted to the guidewire prior to removal from the flexnav delivery system appears consistent with manipulating the guidewire against resistance. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use warnings: 2. Carefully read all instructions prior to use. Observe all warnings and precautions. Failure to do so may result in complications. 5. Do not torque this guidewire. 11. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. 12. The guidewire should only be introduced into or withdrawn from the heart through a catheter already positioned in the ventricle. 13. The curve of the circulo¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As noted in the device instructions for use procedure: 9. Maintain guidewire position while tracking or advancing a catheter or device over the wire. A. Visibly monitor the guidewire double curve when advancing a device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the circulo¿ guidewire prior to withdrawing the wire. B. The circulo¿ guidewire is pulled back completely into the catheter. C. The circulo¿ guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or clinical factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Patient information was not provided; therefore, part a could not be completed. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain additional information were made and no additional information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was. The medical device referenced in part d of the initial 30-day report is not marketed in the united states and does not have a gudid entry. However, a similar device (circulo, model daibw-003) is marketed in the u.s. And shares comparable design and functionality. This report is being submitted to ensure compliance with FDA requirements under 21 cfr part 803.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the follow up report. Patient information was not provided; therefore, part a could not be completed. Additional information has been requested.

Event description:
Procedure description: a 29mm navitor was chosen for implantation, utilizing a large flexnav delivery system (ds). The patient presented with severe aortic stenosis and tortuous anatomy. Pre-dilatation was performed with a 24mm balloon. A boston I-sleeve was inserted to facilitate easier insertion of the flexnav ds. On the first attempted deployment, recapturing with a wire, pushing still on the low side of on the left coronary cusp (lcc) side, at the end with deployment with slightly downwards with pull back, and satisfactory deployment depth. The navitor system was retracted but became caught in the delivery system, would not move and during withdrawal of the flexnav ds, the circulo wire was unable to be removed through the ds. Therefore, the whole system and wire as a single unit wa removed through the boston I-sleeve. It was noted that the boston I-sleeve as adjacent to access tortuous femorals made I easy to withdraw both the ds and guidewire together safely. Transthoracic echocardiogram (tte), aortogram and hemodynamics showed no paravalvular regurgitation. Heparin was reversed with protamine. The main access site was closed with single proglide suture and an 8fr angioseal. Ultrasound showed good vascular closure with no complications the patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was transferred to recovery with stable hemodynamics. The patient was reported to be fine. Question: what guidewire was used during the procedure? (Make, model, size, etc.) Answer: circulo-sm. Question: what was the size of the navitor valve? Answer: 29mm nav-ro. Question: did the patient remain hemodynamically stable throughout the procedure? Answer: yes. Question: was there a clinically significant delay? If so, please detail the patient effect sustained due to the delay. Answer: no. Question: was a pre-bav performed? If so, was the same wire for both the pre-bav and the valve implant procedure? Answer: yes to both indications above. Question: did the procedure involved pacing? If so, was the same wire used for pacing and the valve implant procedure? Answer: yes, same wire. Question: what steps were taken to troubleshoot the stuck guidewire? Answer: the use of boston I-sleeve as adjunct to access tortuous femorals made it easy to withdraw both delivery system and guidewire together safely. Question: was there any guidewire manipulation required during the valve implant? Answer: yes there is always wire and/or device manipulation during the implant. Question: could you please provide operative notes from the procedure? Answer: · procedural brief and sign in performed - all team members agreed to proceed with procedure. - secondary access: 6f rra for pigtail in aortic root. - main access: ultrasound guided right common femoral access obtained. Single proglide for preclosure and upsized to 14fr isleeve over extra-stiff wire. - weight based/act guided therapeutic heparin administered. - aortic valve crossed with al 1 catheter and straight wire, which was then exchanged for a long j wire. Pigtail used to exchange j wire for circulo wire. - pre tavi balloon aortic valvuloplasty with a 24 mm balloon. - 29 mm navitor valve deployed; - first deployment dive in, recapturing done with wire pushing still on low side in lcc side, at the end with deployment with slightly downwards with pull back with satisfactory deployment depth. - navitor system retracted but became caught in the delivery system and would not move. Had to remove delivery system and wire as single unit through isleeve. - tte, aortogram and haemodynamics showed no paravalvular regurgitation. No post-dilation. - heparin reversed with protamine. - main access site closed with single proglide suture and an 8fr angioseal. Ultrasound showed good vascular closure with no complications. - non-main access site: tr band. - patient transferred to recovery with stable haemodynamics. - rhythm at the conclusion of case was ppm rhythm.